Event description:
The customer reported the machine is not powering on with the battery. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.